Event description:
On (B)(6) 2012, the pt's girlfriend stated that he has been having elevated blood glucose levels as high as 400 mg/dl for 4-5 days. His target is 120 mg/dl. The pt's girlfriend is his caregiver, and she stated that she were not available, he would not have been able to give himself insulin because he cannot get out of bed. She stated that the infusion device displayed e8 (mechanical error) over the weekend. A new insulin cartridge was put in the infusion device and the device then displayed e4 (occlusion error). The pt's caregiver then replaced the cartridge again, the infusion set, and the battery. At the time of report the pt's blood glucose level was 200 mg/dl. Troubleshooting did not identify any cause for the elevated blood glucose levels. Follow-up revealed that the e4 message was displayed again. The pt's caregiver changed the adapter and e4 displayed again. She then changed the insulin cartridge and infusion tubing and the e4 message did not reappear. Additional follow-up revealed that the pt and his caregiver think the elevated blood glucose levels are due to the insulin being compromised. Pt was sent cartridges, infusion sets, and adapters. The used products were discarded and, therefore, was not requested to be returned for product eval.